Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/15/2014. Return product was not available for investigation. However, retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 3.3 on a (B)(6) year old female patient that presented with shortness of breath. There was no additional patient information available at the time of this report. Date time method result sample(B)(6) 2014 22:55 I-stat 3.3 a(B)(6) 2014 04:00 vista 0.015 b(B)(6) 2014 03:40 vista 0.015 c(B)(6) 2014 09:30 I-stat 5.4 d sample was drawn two hours prior to testingthe customer provided new information on (B)(4) 2014 that the patient was catheterized based on only one positive I-stat troponin result (3.3), change in the patient pulse rate and EKG which showed irregular sinus rhythm. The procedure determined the patient did not experience a myocardial infarction.there were no injuries reported with this event. An investigation is underway.